Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken, both bail covers were broken, the keyboard was scratched and the device failed battery removal testing due to the main printed circuit board (pcb) being out of electrical specification. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection found no anomalies. Bench analysis measured the supercaps in-circuit, both capacitors failed testing, typical operation was observed when device was turned on, the battery removal test failed, the two capacitors were replaced and then the battery removal test passed. Conclusion: the battery removal failure was caused by a capacitor component failure.